Event description:
The customer reported to olympus, upon bedside cleaning of the subject device at the end of the procedure, the distal cover could not be located. The gastroscope was inserted after the procedure to search for distal cover but it could not be located. The intended therapeutic procedure, ercp with stone removal, was successfully completed. Ercp performed using tjf-q190v with maj-2315. This event includes two reports: (B)(6): maj-2315, lot h1420 or h1701. (B)(6): tjf-q190v, unknown. This report is 2 of 2 for (B)(6): tjf-q190v, unknown.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: a) the distal cover was inappropriately attached. B) the cover had crack and/or pinhole. C) chemical solutions such as anti-fog agent adhered to the distal cover, which caused breakage of the cover. User could prevent the suggested event because instructions for user (IFU) (operation manual) states as follows: important information ¿ please read before use: precautions: - never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover and the endoscope. These products may cause cracks of the single use distal cover. If a single use distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed. Olympus will continue to monitor field performance for this device.